Manufacturer narrative:
Based on the information provided, there is no indication that a malfunction of the device directly caused laceration. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intra-operative complications. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the logs for the permanent cautery hook instrument associated revealed the instrument was last used on the procedure date (B)(6) 2022) and there were 7 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, it was alleged the underside of the liver was lacerated about 4cm by the permanent cautery hook instrument, while retracting the fundus of the stomach and required cauterization for the hemostasis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, that the underside of the liver was lacerated by the wrist of the permanent cautery hook instrument while the surgeon was retracting the fundus . The laceration of the liver was about 4cm and was cauterized for hemostasis. The patient has been reported doing well after surgery with no post-operative complications. Patient demographic information was requested but was unable to obtain.